Event description:
Boston scientific crm received info that the pt implanted with this implantable cardioverter defibrillator (ICD) had died in 2006. Prior to the pt's death, the device had delivered an inappropriate shock. The device later delivered an appropriate therapeutic shock for an episode of ventricular fibrillation (vf). The shock successfully converted the arrhythmia. However, following the shock, the device oversensed atrial activity, leading to approximately three seconds of pacing inhibition with asystole. In a later episode of vf, the device exhibited undersensing which was most likely due to the deteriorating condition of the pt. Due to the undersensing, the device detected the vf as ventricular tachycardia (vt) and delivered anti-tachycardia pacing (atp), which was unsuccessful. Attempts by emergency personnel to resuscitate the pt were unsuccessful.

Manufacturer narrative:
Review of the event by an external independent committee suggested the inappropriate shock may have worsened the ischemia of an acute myocardial infarction. An internal clinical review disagreed with this assessment. The device was later returned for analysis. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programed settings. Analysis of the device concluded the device was operating properly according to its performance specifications. However, analysis of the device could not refute involvement of the device in the pt's death.